Event description:
Patient underwent stereotactic core needle biopsy of the left breast in 2002 and a gel mark biopsy device was used to place a marker at the conclusion of the biopsy. The biopsy device and gel mark application were removed. 9 months later, the patient underwent surgery for a chronic infected sebaceous cyst of the left breast. A portion of the gel mark applicator tube and the tip, approximately 3cm in length, was removed from the left breast.